Event description:
On december 10 nellcor puritan bennett received a call from reporter with facility alleging ventilator will not cycle with all leds and constant single tone alarm in standby mode. Found during bench testing.